Manufacturer narrative:
A partial lead with the pin measuring 25.0cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired due to cardiac arrest and hyperkalemia. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.